Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states that the wheel locks are broken, when you push it forward it just falls down that they are worn out.